Event description:
On 13, sept. 2007, the sales rep reported that, during surgery for a minimal invasive surgery lumbar fusion, the tip at the distal end of the extender sleeve broke causing a 15-20 minute surgery time extension. On 26 sept 2007, the sales rep responded to an inquire and clarified that when the surgery removed the extender sleeve from the pt it was found with a silver part of metal broken off. An x-ray was obtained and no foreign body was found within the pt. The delay of 10 or so minutes was due to implanting the rods after checking the extender sleeves. There was no difficulty with the sleeve during use and no pt injury reported.

Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending.